Event description:
During resmed evaluation, an astral device displayed an error message (sf179) related to a super capacitor issue. There was no patient involvement reported.

Manufacturer narrative:
During evaluation, an error message sf 179 related to a super capacitor issue was identified. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).